Manufacturer narrative:
Subject device has not been explanted. The investigation could to be completed, no conclusion could be drawn, as not product was returned. A device history record review has been requested.

Event description:
It was reported to synthes that a pt status post cranioplasty with large hemi-cranioectomy implanted with two psi implants has a softening temporal perimeter. The pt reportedly has not seen the surgeon for a medical diagnosis.